Event description:
I had a hip resurfacing done at the hospital for special surgery in (B)(6). The device used was a birmingham hip implant. Last (B)(6) 2011, I noticed localized pain and discomfort in the hip implant area. My surgeon assured me it was normal, and I needed to stretch more. The pain worsened in the following 6 months, and I sought out another doctor who ordered specialized tests -nuclear, etc. They showed I have high levels of cobalt in the tissue around the implant. I am on daily pain medication now. I cannot walk w/o pain. My next step will be to have surgery as I want to prevent further damage.